Event description:
Pt returned from o.r. With left chest wall broviac placed. At 2130 pt neck, jaw and left chest noted to be swollen and red. IV fluid stopped immediately and doctor notified.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.